Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, or patient details. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported that a patient was injected in the lips with juvéderm® volift¿. The patient developed ¿thick non-inflammatory lumps¿ at the injection site that the physician suspects are ¿granuloma and biofilm.¿ biopsy of the granuloma was not provided.